Event description:
It was reported that during a lobectomy procedure, the doctor loaded the cartridge into the device at the first firing. When the doctor grasped the closing trigger and he tried to release the device outside the pt's body, the jaw did not open. As it occurred before use for the pt, there were no adverse consequences to the pt. Another device was used to complete the case. The device is being returned but the cartridge was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.